Event description:
In may 2006 the lay reporter, the lay user's caretaker, contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately erratic and would not turn on. The medical affairs specialist (mas) spoke with the caretaker in may 2006 to obtain/verify the following information: the patient received insulin injections based on a sliding scale each am and pm. Her typical doses are 40 units in the am and 25 units in the pm. The mas explained that these results were within precision specifications.the reporter stated that the patient was unable to walk, had vision difficulty, and was sweaty on the night of date of event. The caretaker was not with the patient on date of event, however, the patient had eaten and received insulin as usual. The caretaker did not know the prior meter results obtaine don date of event. The patient's sister was unable to obtain a result on the reported meter while the patient was symptomatic. The sister called ems. A result of 86 mg/dl was obtained on the emt's meter. The emt's attempted to test with the reported meter and could not obtain a result. The emt's gave the patient orange juice and took her to the ER. The caretaker did not know what result was obtained in the ER, but she said it was "higher". The patient was kept in the ER for several hours, given food to eat, and released to home.the cca walked the caretaker through testing with the meter and resolved the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the patient experienced symptoms that could suggest hypoglycemia. A result could not be obtained on the lfs product while the patient was symptomatic and she received treatment with orange juice from the emt's.